Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On 2017-jan-06, it was reported that when the patient¿s pump was replaced, the patient received the bolus from the priming resulting in an overdose. It was noted that the patient was sensitive to baclofen.

Manufacturer narrative:
(B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.